Manufacturer narrative:
Preliminary results indicate the temperature test was not performed as the bur could not be inserted. Results of the repair will be recorded once the analysis is available. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. There was no patient impact.